Manufacturer narrative:
(B)(4). After battery installation, the down keypad button was not working. After further examination of the unit¿s interior, pcba1 shows signs of previous moisture presence and corrosion around the battery connectors, and on some components located on the front of the board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the malfunctioning keypad button. Unit received with a crack on the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen went blank. The customer¿s blood glucose level was 220 mg/dl. Customer stated that today she went swimming with her insulin pump like she normally did then after swimming in the pool, she had accidently dropped her insulin pump. Customer stated that then insulin pump was vibrating with the medtronic logo on the screen and showing the red flashing light. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.